Event description:
It was reported pt had a loss of pain relief. It was stated catheter had migrated and dislodged from the intrathecal space. An x-ray was done and confirmed catheter migration. Catheter revision was performed and the catheter was spliced. Pump contained hydromorphone 4 mg/ml, 4.7488 mg/day, pa dose .125 mg, bupivacaine 40 mg/ml, compounded baclofen 800 mcg/ml, clonidine 400 mcg/ml, and droperidol 200 mcg/ml. Pt's outcome resolved without sequelae. Additional information will be provided when available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pain had increased in intensity. The pump was used to deliver lioresal.